Event description:
The account alleged that the head section will barely raise and drifts down when you let go of the button.

Manufacturer narrative:
The technician found the CPR cable was adjusted too tight and caused a jerky movement of the head section and a drift. The technician adjusted the CPR cable to repair the bed.